Manufacturer narrative:
One-unit model 5570 guideliner catheter was returned to vsi for evaluation. A manufacturing record review was completed and zero nonconformances were found. A returned product evaluation was also completed on the guideliner; the associated guide catheter did not return to vsi. The shaft, collar, tip and pushrod of the guideliner were examined and no damage was found. The device passed through the ring gage without any resistance therefore confirming the shaft was within specification. Although the associated 6fr guide catheter did not return to vsi, the guideliner was advanced through a 6fr guide catheter. The guideliner was able to pass through. There was therefore no product failure in relation to the guideliner device.

Event description:
During a coronary intervention, the guideliner was unable to advance through the guide catheter to the position needed in the procedure. Delivery failed due to severe calcification & angulation. The guideliner was advance outside of the guiding catheter, however, physician is not sure how far the guideliner tip advanced. A little dissection was located at the cto lesion ostium, not near the guiding catheter. Dissection was minor injury. No treatment done by physician. Current patient condition is reported as fine. Additional information received 08mar2019: the physician does not attribute the dissection to the guideliner device and the patient is reported as stable. Physician finished pci with a stent and balloon at cto lesion, however, dissection was minor and did not need to be treated.